Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated they pressed go than connected themselves and then a minute later the hc alarmed. They stated there were no problems with the supplies; the alarm was caused by them. The label review found the patient at home guide to be adequate for the use error in this incident. The patients are instructed to follow steps to perform before patient can press "go" to start therapy.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The hp stated they pressed go than connected themselves and then a minute later the hc alarmed. Technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm, and then explained the alarm to the hp. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did have to start over with new supplies and everything went fine. They stated there were no problems with the supplies; the alarm was caused by them. They stated they know not to reconnect to the same supplies. They stated they are going to talk to their nurse regarding the alarm during their next check up just to make sure everything is fine. They stated therapy is going well overall. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.